Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that a manufacturing record evaluation (mre) was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor smooth round moderate profile 325cc , catalog number 3501650, serial number (B)(4), lot number 5830771. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc and experienced spontaneous deflation and ptosis on the left side. The patient experienced capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4), lot number 7630416 on the right breast implant and saline mentor smooth round moderate plus profile 350cc , catalog number 3502350, serial number (B)(4), lot number 7630416 on the left breast implant on (B)(6) 2019. There were no complications after the surgery.